Event description:
An esu (electrical surgical unit) machine gave error code of 300 and 245. A different esu machine was obtained and worked without issue. Not patient injury was reported. There was a delay in service due to the error code.======================manufacturer response for esu, force triad (per site reporter).======================mfg instructed for device to be sent in for service. A loaner unit was sent to the hospital. When device is repaired, the mfg will send device back to hospital.what was the original intended procedure?not known.device #1is this a laboratory device or laboratory test?no.